Event description:
The hospital reported that during the saphenous vein harvesting procedure, the physician assistant harvesting the vein, initially heard a loud crack inside the pt's leg. The pa did not notice anything out of the ordinary when viewing through the scope, so he proceeded to ligate the next branch. When attempting to ligate, it was noticed that the unit did not cut at all. The unit was pulled out from the pt's leg and observed that the blade/cutter had broken off the unit. The pa re-inserted the same device into pt's leg and without creating any additional incisions, the blade was retrieved from inside the pt's leg using the c-ring component. A replacement device was used and the case was completed without any other complications to the pt.